Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the alarm. The second bag was empty. There were no leaks. The care giver (cg) already cycled the power twice and closed all of the clamps. There was nothing found that could have caused or contributed to the alarm. The tsr instructed the cg to use new supplies and advised the cg to contact the patient's registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.